Event description:
According to the reporter, patient's titanium adapter on a home peritoneal dialysis/pd (in placed for 3 years), came off of the pd c atheter while at home. The patient's mom placed a blue clamp and covered the exposed tip with gauze with alvacis and called the pd nurse on call. The patient was then brought to the facility for the pd catheter repair that was done by the pd nurse on call (patient stayed in the facility for 30 minutes), in which a new titanium adapter and transfer was applied. It was mentioned that the catheter was previously repaired twice and it was not known if there was a leak prior to the titanium coming off. Alcavis 50 was the cleaning agent used on the device/catheter in its entirety. Tego was not utilized and there was no luer adapter issue. There was no excessive force used on pd catheter or titanium adapter. There was nothing unusual observed on the device prior to use and flushing was not done. There were no other products utilized with the device and there were no other defects/damages found on the product. To tighten the adapters, they were manually screwing it tight. The treatment (lotions/ointments, medications) was by prescription. Gentamicin cream 1% was utilized at the exit site. Sterile gauze and medipore tape were the wound dressings utilized and contained agents or antimicrobial properties (hibiclens). Hibiclens was wiped off with sterile water and skin was dried prior to applying new dressing (and also was allowed to dry prior to applying ointment).the patient was not responsible for any type of catheter maintenance and the cleaning agent was never switched over the life of the catheter. The cleaning agents were never mixed and the site did not use sepsiderm. There was no protocol change for the cleaning agents used recently. The patient/patient's family themselves did not use any type of cleaning agent or antibiotic on the catheters. The patient was discharged home with mom with instructions to treat for system break ( break in continuity of the closed pd circuit such as disconnection, open catheter, cap or titanium falling off, touch contamination while performing the procedure, etc.). There was no blood loss and blood transfusion was not required. There was no intervention/treatment required as a result of the event. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.